Event description:
It was reported when using the bd pyxis¿ anesthesia station es, had a pas machine located in the operating room procedure area is experiencing recurring issues with drawer 2.2. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the drawer was failed. A field service engineer (fse) took the station down to run the hardware test application (hta) and assess sensor functionality. The tests confirmed that the drawer could open, close, lock, and unlock without any issues. The drawer was physically inspected by pulling it out to check the wiring, and no damage or cuts were found. All hardware tests were successfully completed, confirming proper drawer operation. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, located in the or procedure area was experiencing recurring issues with drawer 2.2. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.